Manufacturer narrative:
Product event summary: at analysis, it was noted that the lower case and keypad were damaged, one bail attachment was missing and the battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned, all found defective parts were replaced and all other identified issues were resolved and the device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.